Manufacturer narrative:
The reported event of loose or intermittent connection, failure to capture, high impedance, device sensing problem could not be confirmed. As received, the device was at vvi mode above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. Output verification, sensitivity measurements, capture test, output impedance and crosstalk in saline solution tests were performed and it was able to function within the product specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. There were no device anomalies noted.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the pacemaker and right atrial lead exhibited set screw caused a loss of capture, high pacing impedance, and low r-wave sensing. During the procedure, the physician alleged that the malfunctions were caused by a loose pacemaker set screw and not the right atrial lead. The pacemaker was removed and replaced and the right atrial lead was re-inserted on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Correction: b5 mentions pacemaker malfunction. H6 includes malfunction coding.

Manufacturer narrative:
Correction: b5 should mention the loose set screw.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited loss of capture, high pacing impedance, and low r-wave sensing. During the procedure, the physician alleged that the malfunctions were caused by a loose pacemaker set screw. The pacemaker was removed and replaced and the right atrial lead was re-inserted on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25330. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited loss of capture, high pacing impedance, and low r-wave sensing. During the procedure, the physician alleged that the malfunctions were caused by a loose pacemaker header connection. The pacemaker was removed and replaced and the right atrial lead was repositioned on (B)(6) 2021. The patient was stable.